Manufacturer narrative:
Literature: "unroofed midline prostate cyst misled into a strickture with obliterative bladder neck contracture following a laser prostatectomy": richilda red diaz, joo yong lee, young deuk choi, kang su cho; 2013 korean continence society.

Event description:
It was reported in a case report, "unroofed midline prostate cyst misled into a stricture with obliterative bladder neck contracture following a laser prostatectomy (diaz, lee, choi, cho)": it was reported that following a potassium titanyl phosphase laser photoselective vaporization of prostate, this pt presented, at 3 months post procedure, with: persistent lower urinary tract symptoms, oblitertive bladder neck contracture with an incidental, misleading, and rare presence of an unroofed midline anterior prostatic cyst presenting as a stricture. A resection of the bladder neck contracture was performed as well as transurethral resection of cyst wall and completion turp. Unk if a laserscope/ams ktp laser was used.